Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Per procedure, these devices are exempt from device history record review. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 3/7/2016: litigation received. Litigation alleges a pseudotumor was found at revision. There is no new information that would change the existing investigation.this complaint was updated on: 3/8/2016.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/27/16 - pfs and medical records received. Pfs also alleges pain and elevated metal ion levels. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, pseudotumor, and metallosis. Lab values indicated the metal ion levels were below 7ppb. The complaint was updated on: 6/15/2016.

Event description:
Patient was revised. Reason for revision is unknown.